Event description:
It was reported the patient¿s second implant never worked right. It was noted the patient never felt stimulation sensation. It was stated the patient was not able to walk because they were having pains in their back so bad. The patient went to a pain doctor and was told by a physician that the device was rubbing against their spine and causing problems. It was noted the patient¿s device was removed and a new implant was put in and the implant location was moved to the patient¿s abdomen. It was stated that moving the device relieved the back pain.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient¿s device had to be removed from where it was placed because it was digging into their sciatic nerve and was creating pain. It was noted it was not explanted due to normal battery depletion.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v573249, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).